Event description:
Patient reported in (B)(6) 2010, he started to experience pain along with a decrease in his range of motion. Knee is constantly swollen -never goes down. Knee clicks and pop when walking and feels like it is loose 80% of the time. In (B)(6) 2010 patient reported surgeon performed a medical procedure to aspirate the knee, the existing implants were not removed.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5551-g-401, triathlon asymmetric x3 patella, lot code: 929w; cat. No.: 5520-b-600, triathlon prim tib baseplate - cemented, lot code: zyes; cat. No.: 5510-f-602, triathlon cr fem comp #6 r-cem, lot code: sntpa. At this time, it cannot be determined if this device may have caused or contributed to the patient¿s experience. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device remains implanted.

Manufacturer narrative:
An event regarding instability involving a triathlon cr x3 tibial insert was reported. The event was not confirmed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as medical records, x-rays, and the reported device are needed to complete the investigation for determining the root cause.

Event description:
Patient reported in (B)(6) 2010 he started to experience pain along with a decrease in his range of motion. Knee is constantly swollen -never goes down. Knee clicks and pop when walking and feels like it is loose 80% of the time. In (B)(6) 2010 patient reported surgeon performed a medical procedure to aspirate the knee, the existing implants were not removed.